Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board and the identification board were replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed and was unable to mechanically ventilate during a case. The unit was switched to manual ventilation to continue. There was no report of patient injury.